Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4). Customer provided incorrect lot number for the meter's strip.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 158 mg/dl. The customer's expected fasting blood glucose test result range is 76 to 110 mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification in the living room. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 239 and 127 mg/dl using true metrix type meter. The test strip lot manufacturer's expiration date is 02/28/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6).